Event description:
Additional information was received from the manufacturer representative (rep). No external factors were observed or could be called to mind by the patient when rep met him in his managing doctor¿s office. The cause of the charging issue could not be determined when rep met the patient at the office, so rep instructed him to keep a log of any potential charging issues moving forward so they could reconvene when they arose and interrogate his device. If charging issues arise again, the patient is aware to make note of the date and time so his device can be interrogated for further detail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported that they are having issues charging the ins. It took up to 3 hours to complete a full charge. The caller provided the following charging data from the clinician tablet. 10/21 charged from 10% (no increment) duration 1 hour, 10/21 charged from 10-100% duration 1.2 hours excellent coupling, 10/22 charged from 10-100% duration 1.1 hours excellent coupling, 10/23 charged from 10-30% duration 25 min excellent coupling, 10/23 charged from 30-100% duration 1.1 hours excellent coupling, 10/23 charged from 70-100% duration 40 min excellent coupling, 10/24 charged from 10-100% duration 59 min excellent coupling, 10/25 charged from 30-100% duration 43 min excellent coupling. The caller reported that the patient did not have the recharger available at the time of the appointment so they could not try to start a charging session and the caller could not provide the serial number of the recharger. The issue was not resolved through troubleshooting. The rep will follow-up with the patient and they will monitor the situation. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.